Event description:
It was reported to st. Jude medical that the deviced reset. Technical services discussed that the pt needed to be placed on external monitoring, the memory map downloaded, the device explanted as soon as possible and returned for analysis. It was later reported that the device was explanted due to the product advisory.